Manufacturer narrative:
The customer reported the malfunction of the device. Identification of issue has been done by analyzing problem description, service report and device's logs. Based on technician statement, during service visit, the issue was not reproduced and no parts were replaced. However, the technician reviewed the device's logs and noted the high pressure alarms during ventilation. Evaluation of the received device's logs confirmed the occurrence of airway supply pressure: high alarms. The issue was decided to be reported as high pressure may lead to injury. There was no patient harm. Alarms will be generated when set alarm limits are exceeded. Therefore, the root cause to the reported issue was not determined.

Event description:
It was reported that the ventilator generated alarms indicating a high airway pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).